Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly went to the emergency room for dizziness and vertigo following initial implant surgery. The recipient was treated for immediate relief. He recipient is doing well.

Manufacturer narrative:
Additional information: sections d.1, d.4, d.6a, & d.6b. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues resolved and activation went well. This is the final report.